Event description:
It was reported that the patient faced an infusion set leakage event between the tubing and the cartridge on (B)(6) 2026.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street and suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.